Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file showed one segment matched a high confidence definition for ventricular fibrillation. The data showed the last segment was invalid due to the presence of detected chest compressions (CPR period). The contributing factors were low voltage signals (average amplitude of 369 microvolts) and variability in the timing of detected peaks with lack of any flatness in the rhythm which all led to a "no shock advised" determination. We believe the analysis result to be an outlier, and this sample has been added to our database for improving the performance of our algorithm. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.